Event description:
The pt was feeling bad and they used the suspect device to check their blood glucose. Pt obtained a result of 199 mg/dl. Pt left to go to work and went to the ER first to have their glucose checked. The ER checked their blood glucose on a device and the level was 66 mg/dl. Pt was then given orange juice, sugar and a 50% glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.